Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the patient did not report pain to their office. The hcp stated that the antibiotics were given to the patient to treat an urinary tract infection (uti). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had been experiencing pain way up near their tailbone in the front and back, and when they urinate they have pain from up to down. The patient was placed on antibiotics but the pain had not subsided and was getting worse. They reported no falls or trauma. The patient turned stimulation off and experienced less pain, however they still had pain and their bladder symptoms returned. They had typically been using p3 and p4. They decreased stim from 0.5v or 0.6v to 0.4v, but that did not help with the pain. They decreased to 0.2v and it helped with the pain, but they were concerned that their bladder symptoms would return. They switched to p1 at 0.1v and the patient said that the pain was not as bad. They decided to try each program. The patient was scheduled to follow up with their hcp. No further device issue alleged / identified. No further patient symptoms or complications were reported.